Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy, during night drain cycle two. The patient's ultrafiltration reading was 1392ml, indicating the home patient (hp) drained 1392ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and evaluated. Review of the event log found evidence of the reported iipv condition. The cause was determined to be one or more cycle advances to the next fill when a slow / no flow occurred, above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.